Event description:
It was reported the patient presented in clinic for follow up. The right ventricular (rv) lead was dislodged confirmed by x-ray. The rv lead was repositioned successfully on (B)(6) 2021. The patient was stable.